Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with multiple non-sustained right ventricular over-sensing alerts on their implantable cardioverter defibrillator. Interrogation revealed that it was caused by post-paced t-wave over-sensing. The device was reprogrammed to address the issue. Patient was stable after the event.